Event description:
In this case, it was reported that the valve was explanted after an implant duration of approximately 3 months due recurrent mitral stenosis (ms), secondary to hes non-compliance with antiproliferative medications. Per the op report, preop transesophageal echocardiogram (tee) demonstrated severe ms. The prosthetic mitral valve was assessed and noted to be thickened, filled with pannus, and thrombus on both atrial and ventricular aspects. There was also fibrotic pannus in the laa and on the free la wall. The valve was explanted, and all debris was removed and the la and lv suction irrigated with copious volumes of saline. A new 25 mm edwards bioprosthetic valve was implanted and the patient was weaned off cardiopulmonary bypass. Tee confirmed absence of mitral regurgitation or ms. The patient was subsequently transported to the open heart recovery room in stable condition.

Manufacturer narrative:
(B)(4). There are several potential causes for prosthetic valve stenosis. The op report documents the mitral valve being thickened, filled with pannus and thrombus causing the stenosis. The patient was also noted that the stenosis was due to hes, non-compliance with antiproliferative medications. The valve was not returned to edwards for analysis; therefore, the root cause of this event could not be confirmed. However, it appears that this event was likely due to patient related factors. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.